Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call the insulin pump had physical damage. The customer's blood glucose level was unknown at the time of the incident. Customer reports that they accidentally pulled out their reservoir compartment. The insulin pump will be returned for analysis. No further details are given.